Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted due to pop. It was reported that following insertion the patient experienced infection, urinary/bowel problems and organ perforation. (B)(4).

Event description:
It was reported by an attorney that the patient underwent gynecological procedure on (B)(6) 2011, for treatment of stress urinary incontinence and pelvic organ prolaps and mesh and intepro were implanted. The patient experienced multiple complications, including erosion, bowel adhesions, dyspareunia, bleeding, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues, including mesh revision/removal surgeries on (B)(6) 2012. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.